Event description:
It was reported that during the implant procedure, there was difficulty positioning the lead and extending/retracting the helix . The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) helix/lobe distorted/bent. Upon analysis, it was reported that the defibrillator conductor was distorted and there was blood/fluid was present in the distal conductor and on the helix/lobe mechanism.